Event description:
While using a byte night aligners, patient reported that they are having issues with their byte aligners. They have caused blisters/ulcers and sensitivity in their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.